Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (would not brake when locked). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection of the bed the rubber brake cover was knocked off and brake wasn't touching caster to lock. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility preventative maintenance on their beds. The technician replaced both brake casters and rubber covers for the locking mechanism. Based on this information, no further action is required.